Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 720mg/dl. Troubleshooting was performed. The programming and settings in the insulin pump were correct. While testing was conducted the call was disconnected and troubleshooting could not be completed. No further information was provided.